Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on a non-boston scientific left ventricular (lv) lead measuring 2038 ohms. Additionally, the device was programmed to beep when out of range and technical services explained the tone pattern. An interrogation was perform a few weeks later and the alert status was reset and the lv impedance range was increased to 2500 ohms. At this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).